Manufacturer narrative:
The investigation confirmed that (B)(6) results were obtained from vitros quality control fluids and a single patient sample processed using vitros ahiv1+2, ahcv and hbsag reagent on a vitros eci immunodiagnostic system. The likely assignable cause for the event is an instrument issue. The customer performed maintenance actions after obtaining unacceptable quality control (qc) results and the qc results post maintenance were acceptable. Repeat testing on the patient was not performed. In addition, an ortho laboratory specialist went on site and noted that they found crystals on the signal reagent and well wash probes. It could not be confirmed if there were crystals on the signal reagent probe at the time of the event. Signal reagent contamination (from crystals on the probe) can cause a suppression of the well signal causing a lower than expected result for immunometric assays such as vitros hiv1+2, ahcv and hbsag. Therefore, an instrument issue associated with user error due to not cleaning the signal reagent probes daily was a contributing factor in this event. In addition, there was no pre or post maintenance precision testing processed to access the overall performance of the vitros eci system at the time of the event. In regards to the (B)(6) patient sample, it is possible, but not confirmed, that this patient had an early (B)(6) infection that could only be identified by pcr testing and it was too early in the infection for an antibody response to the infection. The customer did not provide any additional information about the patient sample so no conclusions could be made. The (B)(6) patient result was not reported from the laboratory.

Event description:
A customer observed an unexpected (B)(6) vitros ahiv1+2 result obtained from a single patient sample, and unexpected (B)(6) vitros anti-hcv, and vitros hbsag results obtained from vitros quality control fluids tested on a vitros eci immunodiagnostic system. The (B)(6) result was compared to a (B)(6) result obtained from non-vitros methods. Vitros ahiv1+2: patient = (B)(6). Vitros ahcv: vitros qc lot 1120 = (B)(6). Vitros hbsag: vitros qc lot 970 = (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The discordant (B)(6) result was not reported outside of the laboratory. The (B)(6) vitros qc fluid results were from non-patient fluids and so were not reported from the laboratory. However, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).